Manufacturer narrative:
Follow up # 1/supplemental report text 01/11/2011. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k053529.

Event description:
Reporter alleged obtaining the results of 583 mg/dl and 186 mg/dl back to back within 10 minutes on the compact plus system. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
On (B)(6) 2010, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter read inaccurately high compared to her expected result. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue began on the morning of (B)(6) 2010. The patient reported a blood glucose result of "188 mg/dl" with the subject meter. The customer care advocate (cca) was advised the patient manages her diabetes with insulin (type/ amount not specified). It is not known what action the patient took at the time of the alleged issue. A few days after the alleged issue begun, the patient claimed she felt dizzy, light headed and was sleeping too much. On the morning of (B)(6) 2010, the patient stated she visited her physician's office and obtained a blood glucose result of "55 mg/dl" on the physician's meter. The patient was given food and/ or drank a beverage as treatment. At the time of troubleshooting, the cca noted the meter was set to the correct unit of measurement. The patient did not have control solution to test the subject meter. Replacement products were sent to the patient. It is not clear if the patient had obtained additional results that she felt were high; however, this complaint is being reported because the patient allegedly received medical intervention after the reported issue began.